Event description:
It was reported that the patients lead fractured and was replaced about "a year ago." Details were not provided. Additional information was requested.

Event description:
Additional information was received from the patient's physician that reported, the patient experienced a return of their symptoms and could no longer feel stimulation. The patient visited the doctor on 2010 (B)(6) for their six week follow up after implant and impedances >4000 ohms were measured. The patient was not hospitalized and there was no patient injury associated with the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead unk lot# unk implanted: unk explanted: unk. (B)(4).